Event description:
It was reported that a patient underwent a cardiac ablation procedure with a varipulse catheter and the patient experienced transient ischemic attack. A patient had a transient ischemic attack (tia) (no specific details or date of procedure were provided). 2 days after the procedure the patient had dysphasia and was admitted to the emergency department. The physician believes they followed all the instructions for use (IFU) of activated clotting time (act), 30ml irrigation, rotating between applications, less than 28 ablations etc. And attributes it to shower of micro bubbles on ablation. No further details about the event were given. Sedation used was general anesthesia.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Importantly, the mechanism for an incidence of stroke is multi-factorial. The risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).